Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user experienced hyperglycemia with a bg of 484 mg/dl and was unable to reduce levels using the ilet due to a possible air bubble in the cartridge. The user disconnected from the ilet and administered manual insulin injections to correct the high bg. No ems or hospitalization was required.